Manufacturer narrative:
Patient's age and date of birth not provided/unknown. Patient's weight not provided/unknown. Device not returned to manufacturer. Device not returned.

Event description:
It was reported that the abutment screw (iunihg) loosened. Tooth location 10.

Manufacturer narrative:
No product was returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were three (3) additional related complaint for this product lot. This additional complaints describe screw loosening, and are considered similar complaints. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.